Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Product repair of the device was not performed because the device was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed. Requested but not returned by hospital.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was an incomplete mesh. This occurred during meshing on previously recovered cadaver skin. Therefore, there was no patient involvement; there was no harm and no delay. No adverse events were reported as a result of this malfunction.